Event description:
(B)(4) report received via email says "IV antibiotic had been infusion and when rn (came) in to hand flush, syringe line was noted to be wet as well as the floor. Appears that the antibiotic leaked via the connection between the tubing and the smart site cap." Event occurred in pediatrics. There was no report of patient harm or medical intervention. No further patient or event details were provided. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.